Manufacturer narrative:
Corrected fields: d10-concommitant product. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) displayed a low vacuum alarm. There was patient involvement reported and no injury or harm reported. The issue was resolved as the customer would be transferring therapy to a newer cardiosave unit for the current patient. Based on the conversation between esp personnal and the customer, the issue was resolved by swtiching with another cardiosave. Therefore no root cause evalution can be perfomed.

Event description:
N/a

Event description:
User called into emergency support program line to request support with information on low vacuum alarm for cs300 intra aortic balloon pump. User thought that she was calling to the hospital internal biomedical engineer, but the call connected with getinge esp personnel. User also mentioned that they would be transferring the therapy to a new cardiosave device. Understated that she would connect with the hospital biomedical department. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6).a supplemental report will be submitted upon the completion of the investigation.